Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
While implanting a dual chamber pacemaker, once both leads had been positioned, the implanting physician was removing both safesheath introducers, both the same model and lot number, both the hub did not break completely when the doctor broke the hub and tore the introducer sheath to remove it. The circular component, that is under the hemostatic valve, which the lead goes through was still intact, requiring the doctor to utilize other methods to remove that component of the safesheath. The procedure was completed and there was no health consequences or impact to patient.

Manufacturer narrative:
Two 6f safesheath ii introducer kits were returned from the customer under rga# (B)(4) with the dilators. No visible blood was found on the sheaths or any of the accompanying components. According to the event description summary, the hub and hemostatic valve did not break properly on either sheath. Sheath #1: upon receipt of the product, the sheath was already peeled apart (including the hub) and the hemostatic valve didn't break in half as intended. The hemostatic valve broke/tore at the peg holes that hold the valve in place under the hub and caused it to slip out from under the hubcap. This occurred because valve was not sufficiently cut with the partial cut required to break the hemostatic valve in half. Since the valve wasn't sufficiently cut, it allowed the outer part of the valve to break and slip out from under the hub/hubcap assembly when the sheath was peeled apart by the end user. Sheath #2: upon receipt of the product, the sheath was already peeled apart (including the hub) and the hemostatic valve didn't break in half as intended. The hemostatic valve broke/tore at the peg holes that hold the valve in place under the hub and caused it to slip out from under the hubcap. This occurred because valve was not sufficiently cut with the partial cut required to break the hemostatic valve in half. Since the valve wasn't sufficiently cut, it allowed the outer part of the valve to break and slip out from under the hub/hubcap assembly when the sheath was peeled apart by the end user. Per manufacturing procedure (introducer set, silicone seal slitting) once the cutting cycle is complete, the part will be placed on the machine tray. Remove the seal from the tray and perform a visual inspection using a 10x microscope. Finished center helix cut - verify the helix cut is complete, and the seal was severed completely by checking for helix cut on the top and bottom of seal. Additional inspection for split seals if the work order is for split seals prior to providing qa with the 5 samples, visually inspect and pull test the first 3 seals per section 7.4 seal pull test. If the pull tests are within specification, continue to run the first 5 samples for qa acceptance, visually inspect and submit to qa. Production may continue and seals may continue to be manufactured while pending the completion of the qa inspection. Partial cut - if the seal has a partial cut, ensure the cut did not cut through the full width of the seal (blade did not sever the membrane). The instructions for use (IFU) informs the user: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. Returned device analysis revealed hemostatic valve of both sheaths did not break apart during use. The valve was not cut sufficiently enough to tear in half as intended. Manufacturing and qa personnel have been notified of this issue to raise awareness and were informed to pay close attention to this detail. CAPA 05374 was opened to investigate the root cause and implement corrective action to prevent recurrence of this issue. According to the device history record, the introducer sheaths passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional, and mechanical testing. In conclusion, based on the information available at this time it is confirmed that the product failed to meet requirements. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information received 20/sep/2023: two devices were used in this procedure. The issue was identified during dual chamber pacemaker implant; implant procedure was successful. In order to remove the safesheath, the physician utilized another surgical tool to complete the breaking to the safesheath introducer hub (the "rubber ring") below the hemostatic valve. Both introducers were received by bsc on 14/sep/2023; the investigation is currently in progress. No photos were provided from the field. Additional information received 26/sep/2023: this event is related to tw# (B)(4). Both introducers have been received and the investigations are currently in progress. There were 2 introducers - 6fr safe sheath introducers used in this implant because 2 pacing leads were being implanted in the patient's heart. The physician made a passing comment that he had observed that the introducer hub did not break / tear apart as he has previously experienced many times over when he implants pacing leads and crm devices. Another of my colleagues did report this same experience with the same physician and same safe sheath 6fr introducers, which we discovered had the same batch / lot number. Patient outcome: a successful implant - dual chamber pacemaker implant. Only one pacing lead was inserted through each sheath i.e., 2 sheaths used, and 2 pacing leads used. The customer stated there was no procedure delay. There was no additional medical or surgical intervention apart from the implanting physician utilizing another surgical tool to complete the breaking of the safe sheath introducer hub (the "rubber ring" below the hemostatic valve).